Event description:
It was reported that during the implant attempt, there was difficulty getting the lead in the sheath apparently damaging the distal coil. The lead was not implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was determined that the defibrillator conductor was distorted and there was blood in/on the helix/lobe mechanism.